Manufacturer narrative:
The pump passed the displacement and self tests. The low battery alarm functioned properly during testing. However, the pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported that the date and time on the insulin pump changes on its own. The customer further reported that the insulin pump would lose five to six minutes of time. Troubleshooting was done. The insulin pump passed the self-test. The customer was advised to monitor the insulin pump. The insulin pump would be replaced as a courtesy. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.